Manufacturer narrative:
Service was not dispatched to investigate the event. The field service engineer did not evaluate the instrument. The fse called the customer and the customer indicated that the sample had fibrin or clots in it. The fse informed the customer that this causes the instrument to have aspiration monitor messages. The fse also informed the customer that the fibrin in the sample also affects troponin results. Customer indicated that pre-analytical sample handling is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxl 800 access immunoassay system. The customer re-ran the sample and the result was within normal reference range. The initial erroneously elevated result was reported outside the lab. It is not known if there was any change to the pt treatment. There are no indication of an adverse event or indication of any medical intervention to prevent serious injury.